Manufacturer narrative:
Additional manufacturer narrative: updated event, other relevant history and event problem codes per new information received on 12/26/2018.

Event description:
It was reported that this patient with 6900p 29mm mitral valve, implanted for 14 years and 11 months, underwent a valve-in-valve procedure due to moderate-to-severe regurgitation. The case was successful.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that this patient with a 6900p 29mm valve, implanted for 14 years and 11 months, is scheduled for a valve-in-valve procedure. The failure mode of the pre-existing surgical valve is unknown. No other details at this time.